Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: product ID: d224trk ICD, implanted: (B)(6) 2011. Product ID: 694965, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds following a patient accident/fall. The lv lead had high impedance and a possible fracture. During a routine change out, the lv lead dislodged on its own, so it was explanted and replaced. No patient complications have been reported as a result of this event.